Manufacturer narrative:
Customer technical support (cts) did troubleshooting with customer via telephone and had customer remove the tubings from probe-wipe block ports and flush with a 50/50 solution (half bleach and half water) into the ports. Afterward, the rinse block still dripped; therefore, service was dispatched to site. The field service engineer (fse) observed the rinse block dripping and determined that either the probe-wipe block or valves were defective. He replaced the probe wipe block, aspiration probe, and valves (lv2, lv8) to resolve the leak. The fse then performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a diluent fluid leak of approximately 2 ml from a coulter ac&#29984;diff 2 analyzer onto the counter while running quality controls (qc). The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.